Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved-tip stapler 30 instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed but could not replicate the reported issue of unclamping failure. The instrument was returned with a stapler sheath and a white reload. A review of the logs found that the instrument was removed during a clamped state with jaws closed. An in-house stapler release kit (srk) was used in order to open the jaws of the instrument and to remove the reload. The stapler instrument was tested on the in-house system and it initialized, clamped, fired, and unclamped successfully. In addition, the instrument had a broken housing snap, which was caused by user mishandling/misuse of the instrument. The white stapler reload that was returned with the instrument was inspected and found to have completed its fire without any issues. The reload was disassembled in-house for inspection and no damages were found. A review of logs showed no firing failures. Site history review: a review of the site's complaint history found no other complaints related to this product. Image/video review: no image or video clip for the reported event was submitted for review. System log investigation: a review of the instrument log for the curved-tip stapler 30 instrument (part number: 470530-06, lot number: t10181126-0038) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk1399. The alleged event occurred on the 9th use of the instrument. The instrument was used for 8 minutes and 9 seconds. The instrument was not used in subsequent procedures. This complaint is reportable due to the following conclusion: the isi curved-tip stapler 30 instrument and reloads are intended to be used with a compatible da vinci surgical system for resection, transection and/or creation of anastomoses in general, thoracic, gynecologic, and urologic surgery. The device is indicated for adult and pediatric use. The device can be used with staple line or tissue buttressing material. It was reported that during a da vinci-assisted unspecified thoracic surgical procedure, the surgeon was unable to unclamp the curved-tip stapler 30 instrument's jaws. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted unspecified thoracic surgical procedure, the surgeon was not able to unclamp the curved-tip stapler 30 instrument's jaws. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and no damages were noted. The reported event happened during the second fire with a white reload on the bronchus tissue. The surgeon did not experience any clamping issues, did not see any error messages, did not see any malformed staples, and did not use any buttress material. The surgeon was able to unclamp the instrument without damaging the grasped tissue. The surgeon used a backup sureform stapler 45 instrument. Due to the patient¿s anatomy, the surgeon elected to convert the procedure from the da vinci-robotic assisted surgery to the video-assisted thoracoscopic surgery (vats). The procedure was completed with no injury to the patient.